Event description:
It was reported the end user's skin breaks down and weeps under the entire appliance.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user was seen by dr. And wound ostomy continence nurse in wound care center. Treatment consisted of nystatin powder; stomahesive powder; triamcinolone with aquacel plain. End user reports trying products with tape and without tape and also hollister and coloplast appliances. The only successful treatment has been application of aquacel ag covered with a duoderm xtra thin. The skin has cleared with this but when treatment is stopped; the skin condition reappears. Patch testing of any product prior to application around the stoma was suggested. No cultures have been done but will do on the next visit. No tissue studies have been done. No add'l info has been provided to date and no sample is expected. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. FDA registration number.